Manufacturer narrative:
There is additional information for the device. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. As reported by customer as additional information there was no device malfunction. One cable had not been connected and caused the issue. The instructions for use includes the following statements: 8.2 troubleshooting guide irregularity description: the field of view and the image are too dark or too bright. Possible cause: the video system center and/or light source cable is connected improperly. Solution: connect the video system center and light source cable properly.

Manufacturer narrative:
Additional information was received for this event. This supplemental report is being submitted to provide this information. With trouble shooting, it was discovered that there was no device malfunction. The strobing issue occurred as one cable was not connected.

Manufacturer narrative:
No additional information is available for this event. The troubleshooting specialist explained that the issue of strobing may be caused by the telescopes not seating all the way or the camera heads not being locked. This can cause a refraction of light. The customer¿s issue is now resolved but no details are provided. The device will not be returned.

Event description:
As reported for this event, the device causes strobing with older camera heads. There is no reported harm to any patient.